Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped working and is stuck in the rewind sequence. The customer's blood glucose reading was 150 mg/dl at the time of incident. Customer declined to troubleshoot and indicated that they would call back. No further details provided.